Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula on (B)(6) 2024 . The issue occurred with one infusion set and the site was patient's abdomen. The blood glucose level of the patient was 529mg/dl which was treated by drinking water. The patient replaced the infusion set and insulin was resumed successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.